Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise, unstable thresholds and a potential fracture. It was also reported that the atrial lack had diminished slack as the lead was placed at a young age and as the patient grew slack dissipated. The lead was programmed off and later capped and replaced. No patient complications have been reported as a result of this event.